Event description:
On 03/16/2016 07:07 am (gmt-4:00) added by (B)(6): it was reported that the value of breathing frequency changed. It was also reported that the ventilator generated several technical alarms at the time of the event. There was no patient harm reported. (B)(4)

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on a picture of the severely liquid damaged expiratory channel printed-circuit (pc) board, the service report, and on the received device logs. No part was returned. It was reported that a sudden rise in respiratory rate occurred immediately after the ventilation start on a patient. Several technical error alarms occurred in conjunction with this, and one reported error code indicated a, "flow measuring error". During service on-site, our field service engineer(fse) discovered that the expiratory channel pc board was damaged by a liquid spill and replaced it. The system software was updated and functional and safety tests were performed and completed successfully. A picture of the replaced expiratory channel pc board clearly showed that the pc board was severely damaged by liquid. The sudden rising of the respiratory rate and the reported technical alarms can be confirmed from the received device logs. Mainly the flow measuring electronics were affected and several alarms that occurred can be linked to the observed damages from the liquid spill. It was not explained as to how the liquid entered the ventilator and damaged the expiratory channel pc board. Our conclusion is that the liquid damage on the expiratory channel pc board created a current leakage or short circuit, which led to the reported failure.

Event description:
(B)(4).